Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker (pm) exhibited episodes of post-paced t-wave oversensing (pptwos), under-sensing, functional under-sensing, low sensing and competitive atrial pacing. No intervention was performed and the patient will be further monitored. There were no patient consequences.